Event description:
The customer stated that one patient sample generated a false positive result for the architect anti-hbs assay compared to negative results generated using other methods and compared to the patient's history of negative results generated in the past seven years. The suspect result was not reported out and no impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Through all tasks completed, including specificity analysis for architect anti-hbs reagent 7c18-25 reagent lot 09424lf00 this complaint investigation has concluded that reagent lot is performing acceptably. No product deficiency was identified and no additional issues were identified during the investigation of this complaint. Historical review shows no adverse trend for this list number for this issue. There is no atypical complaint activity for this product lot. There is no evidence to suggest a malfunction. The package insert states that a specimen was defined as (B)(6) if one or more of the following (B)(6) markers were detected, (B)(6)(detected by a comparator method or ria), (B)(6). The customer reported that the sample returned a (B)(6) result for (B)(6). The presence of (B)(6) after acute (B)(6) infection and loss of (B)(6) can be a useful indicator of disease resolution. The customer also suspects the result generated by the immuno chromatography method as being (B)(6) . The architect anti-hbs package insert states that if the (B)(6) results are inconsistent with clinical evidence, additional testing is suggested to confirm the result.

Manufacturer narrative:
(B)(4). This report is being filed against an ex-us product 7c18 that has a similar product (1l82) distributed in the us. Product evaluation is in process and the results will be submitted in a follow-up report.